Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the pump has been having some intermittent responses with the up and down arrow buttons. The reporter indicated having to push the buttons several times to make them respond. This issue has been going on for a few weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/02/2013 with the following findings: no damage was observed to the pump keypad cover. During testing, the contrast, ok, and down arrow keypad buttons were intermittently unresponsive; the up arrow button responded properly. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.